Event description:
The diu225 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient was unable to tolerate monovision and her daily activities were affected leaving the patient temporarily impaired after the initial iol implantation. Through follow-up, additional information was received clarifying the patient complained of blurry vision, difficulties driving, headaches, and just could not tolerate the difference between the two eyes. In a secondary surgical procedure, the iol was explanted and replaced with a diu225 15.0 iol. There was no complications, no incision enlargement, no serious patient injury, and no vitrectomy during the lens exchange procedure however, planned sutures were required for the lens exchange closure and they were used as a prophylactic measure. Patient prognosis post lens exchange was reported as good. No further information is available.

Manufacturer narrative:
Section a-3b patient gender: female. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.